Manufacturer narrative:
This is final MDR submitted for this complaint with associated MFR# 1226348-2017-00017. It was reported by a healthcare professional that during a coil embolization procedure of an unruptured anterior communicating artery aneurysm an enterprise stent (unknown product number/lot) had migrated after placement. The patient had a history of chronic headaches and was found to incidentally have an unruptured anterior communicating artery aneurysm. An intracranial arteriogram of the left ica was obtained and there was visualization of the unruptured anterior communicating artery aneurysm 5.53 mm x 4.32mm in size with a neck width of 3.73mm. Fifty units/kg of heparin was administered and acts were checked throughout the case. Act between 250 and 300 was targeted. There was noted spasm within the distal cervical and petrous left ica and 5mg of iva verapamil was administered. An injection of the right ica revealed filling of the left anterior cerebral circulation across the anterior communicating artery up to the level of the ica terminus. The decision was made to explore the cause of the occlusion in the left ica as a possible dissection or distal thrombosis. The 7fr sheath and 6fr chaperone in the right femoral artery were exchanged over a 38 exchange wire for a 7fr cook shuttle in the left common carotid artery. A dissection flap in the left petrous ica where the tip of the 6fr chaperon catheter had been was revealed. A penumbra 068 catheter, marksman microcatheter, and traxcess microwire were navigated a triaxial system into the distal cervical left ica. The microcatheter and microwire were advanced past the segment of dissection and into the cavernous ica. The microwire was removed and a 4.0x30mm enterprise stent was deployed across the dissection flap. The delivery wire was retrieved and the marksman microcatheter was left in the stent lumen. The marksman microcatheter was exchanged over a traxcess exchange wire for the headway microcatheter. As the headway microcatheter was navigated more distally the stent inadvertently moved forward. Follow up arteriogram showed that the stent was no longer covering the proximal dissection flap. The physician decided to place another stent. A 4.0x23mm enterprise stent was deployed across the dissection flap and was left overlapping the previously placed stent. The overlapping stents were confirmed to be covering the entire dissection segment by follow up arteriogram and normal flow into the distal circulation was noted. Then coil embolization of the aneurysm in the right ica was performed. The aneurysm was successfully coiled with an ev3 axium 3d coil and a microplex 10 hypersoft 3d 2mmx3cm coil. Control angiogram from the right ica injection showed no filling of the aneurysm complex and from the left ica injection showed partial obliteration of the aneurysm with slow, but persistent filling within the aneurysmal sac. The decision was made to abort the procedure. Follow-up cerebral arteriogram showed decreased flow through the distal ica at the level where the 6f chaperone catheter ended and what appeared to be a dissection flap. Left ica injection showed filling of the right anterior cerebral circulation across the lumen of the anterior communicating artery and one lone coil loop in the lumen of the anterior communicating artery. The patient was observed for 15 minutes with serial control arteriograms and it remained non-flow limiting. Final cerebral arteriogram of the right anterior cerebral circulation showed no vessel dropout, paucity in the capillary phase, or delay in venous washout. The patient was awakened from general anesthesia and transferred to the ICU in stable condition. Update 01mar2017: post-operatively patient complained of an increasing right-sided headache with visual changes. It was confirmed that there was no papilledema or any optic nerve ischemia, but she had floaters in her visual field. Imaging on (B)(6) 2016 showed that the coil mass was maintained with the sac and the bilateral a1 and a2 were patent. The left distal ica containing the 2 stents were also patent. Patient received a greater occipital nerve block for the headache on (B)(6) 2016. Mra imaging on (B)(6) 2016 showed that the left carotid artery where the two stents were placed was widely patent and the anterior communicating artery remained patent. There was no stenosis, residual/recurrent aneurysm, occlusion or dissection in the intracranial arteries. Mr imaging on (B)(6) 2017 revealed development of tiny chronic left precentral gyrus cortical infarct; there was no acute infarction (B)(4); lot unavailable. (B)(4); lot unavailable.

Manufacturer narrative:
This is initial/final MDR submitted for this complaint with associated MFR# 1226348-2017-00017. UDI unavailable; catalog# and lot unknown. Concomitant medical products: 7 french introducer sheath; 6 french introducer sheath; sim2 glide catheter; 38 exchange wire; 6f chaperon catheter; 5f diagnostic catheter; 35 glidewire; 7f cook shuttle; penumbra 068 catheter; marksman catheter; traxcess microwire; enterprise stent 4.0 x 23 mm; axium 3d coil, microplex 10 hypersoft 2mm x 3cm coil. Manufacturing date unavailable; lot unknown. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that during a coil embolization procedure of an unruptured anterior communicating artery aneurysm, an enterprise stent (unknown product number/lot) had migrated after placement. The patient had a history of chronic headaches and was found to incidentally have an unruptured anterior communicating artery aneurysm. An intracranial arteriogram of the left ica was obtained and there was visualization of the unruptured anterior communicating artery aneurysm 5.53 mm x 4.32mm in size with a neck width of 3.73mm. Fifty units/kg of heparin was administered and acts were checked throughout the case. Act between 250 and 300 was targeted. There was noted spasm within the distal cervical and petrous left ica and 5mg of iva verapamil was administered. An injection of the right ica revealed filling of the left anterior cerebral circulation across the anterior communicating artery up to the level of the ica terminus. The decision was made to explore the cause of the occlusion in the left ica as a possible dissection or distal thrombosis. The 7fr sheath and 6fr chaperone in the right femoral artery were exchanged over a 38 exchange wire for a 7fr cook shuttle in the left common carotid artery. A dissection flap in the left petrous ica where the tip of the 6fr chaperon catheter had been was revealed. A penumbra 068 catheter, marksman microcatheter, and traxcess microwire were navigated a triaxial system into the distal cervical left ica. The microcatheter and microwire were advanced past the segment of dissection and into the cavernous ica. The microwire was removed and a 4.0x30mm enterprise stent was deployed across the dissection flap. The delivery wire was retrieved and the marksman microcatheter was left in the stent lumen. The marksman microcatheter was exchanged over a traxcess exchange wire for the headway microcatheter. As the headway microcatheter was navigated more distally the stent inadvertently moved forward. Follow up arteriogram showed that the stent was no longer covering the proximal dissection flap. The physician decided to place another stent. A 4.0x23mm enterprise stent was deployed across the dissection flap and was left overlapping the previously placed stent. The overlapping stents were confirmed to be covering the entire dissection segment by follow up arteriogram and normal flow into the distal circulation was noted. Then coil embolization of the aneurysm in the right ica was performed. The aneurysm was successfully coiled with an ev3 axium 3d coil and a microplex 10 hypersoft 3d 2mmx3cm coil. Control angiogram from the right ica injection showed no filling of the aneurysm complex and from the left ica injection showed partial obliteration of the aneurysm with slow, but persistent filling within the aneurysmal sac. The decision was made to abort the procedure. Follow-up cerebral arteriogram showed decreased flow through the distal ica at the level where the 6f chaperone catheter ended and what appeared to be a dissection flap. Left ica injection showed filling of the right anterior cerebral circulation across the lumen of the anterior communicating artery and one lone coil loop in the lumen of the anterior communicating artery. The patient was observed for 15 minutes with serial control arteriograms and it remained non-flow limiting. Final cerebral arteriogram of the right anterior cerebral circulation showed no vessel dropout, paucity in the capillary phase, or delay in venous washout. The patient was awakened from general anesthesia and transferred to the ICU in stable condition.